Event description:
It was reported that the user experienced repeated ¿unable to proceed¿ alerts during fill tubing while performing a supply change on an ilet system, with troubleshooting revealing that replacing the infusion set connector resolved the alerts, indicating a faulty or incorrectly attached connector. The user had missed a meal announcement during the issue and later reported elevated glucose, and education was provided on supply change, dry run, connector replacement, and avoiding meal announcements during device troubleshooting. Symptoms included hyperglycemia reaching 235 mg/dl. Outcomes included user-reported hyperglycemia without need for medical intervention or hospitalization. Investigation included guided troubleshooting, a successful dry run, sequential replacement of supplies, and confirmation that a new connector eliminated the alert. Investigation of this case revealed a malfunction related to the infusion set connector that impeded proper fill tubing and normal operation, consistent with an infusion set connection problem. It was concluded, based on previously established findings for similar reports, that the cause was user-device interface issue attributable to an infusion set connector. A separate report will be submitted for the missed meal announcement.